Event description:
According to the perfusion record, after 3 hrs and 43 minutes of cardio-pulmonary bypass, the patient's o2 saturation decreased from 97% to 76%. The user facility reported that the oxygenator was changed out to another unit of the same type at that time in order to improve gas transfer. The gas flow was reported to be approximately 10-l/min prior to making the change out. After the change-out, the patient's o2 saturation initially returned to 99% and remained between 94% and 99%. The procedure was completed using the second oxygenator without further complication.